Event description:
It was reported that the patient received three inappropriate shocks. The right ventricular (rv) lead exhibited high impedance and an apparent fracture. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range and indicated the unexpected delivery of a ventricular tachyarrythmia therapy. Beginning (B)(6) 2015, 1169 ventricular sensing integrity counts (sic); non-sustained ventricular tachycardia and ventricular fibrillation (vf) detected episodes with lead noise oversensing. Vf detected episodes with inappropriate shocks. During the week ending on (B)(6) 2014, rv pacing impedance spiked to 2688 ohms up from a trend in the 300-400 ohm range. Impedances continue to be high and variable.